Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for non-device related reasons. Upon interrogation, the right ventricular lead exhibited noise, oversensing and loss of capture. The device was reprogrammed. On (B)(6) 2015 the lead was capped and replaced. No other information was available at this time.